Event description:
It was reported that the device had a high pressure alarm. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found an occlusion between the tube and filter. Functional testing found the alarm was activated, so the reported failure mode is confirmed. The root cause of the reported issue was found to be manufacturing. Excess of solvent in one of the bonding unions (luer - tubing union / tubing filter union) generate occluded tube. Awareness notification was generated to explain the importance to follow up correctly the bonding process documented in procedure completed by the quality engineer on (B)(6) 2023. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).